Event description:
Report received of an overdelivery. The pump was programmed at an unspecified time to deliver 1mg/ml dilaudid via a peripheral IV in the pca only mode with a pca dose of 0.2 mg, a pt lockout of 10 mins, and no 4-hr limit. No loading dose was programmed. At 6:10pm, an empty syringe was removed from the pump without difficulty. In preparation to load the new syringe, the nurse had difficulty raising the vial cradle assembly. Once the vial cradle assembly was raised, the nurse inserted the new vial without difficulty. It was not specified if the tubing was clamped at the time of the syringe change. At 6:25pm, the pt complained of pruritus and then became unresponsive with shallow respirations. The nurse noticed that there were 6mg of dilaudid missing from the syringe. A "code blue" was called. At 6:28pm, 0.4mg IV narcan was administered. Oxygen was administered via face mask. At 6:40pm, a second dose of 0.4mg IV narcan was administered. At 6:41pm, the pt was reported to have spontaneous respirations and was alert and oriented. The pt vomited, which was resolved by manipulation of the pt's nasogastric tube. The pt was reported as fully recovered. Although requested, no additional info was available.